Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. The service representative was able to confirm the reported issue. The release/brake button needed adjustment. The IV pole was cleaned and successfully tested for proper operating conditions. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause: the root cause of the reported incident was the release/brake button needed adjustment.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.